Event description:
It was reported that pump malfunction occurred with code 12 and no notable events happened before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not reset pump at time of call, so technical support provided reset instructions by email, and customer planned to perform pump reset independently and to follow up if problem happened again.